Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose level did not exceed 500 mg/dl, and the cgm did not read ¿high,¿ indicating that there was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.